Event description:
It was reported that the patient had her vns device explanted. The exact date of explant was unknown. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient has been experiencing shortness of breath since being implanted and it had been progressively been getting worse. It was also noted that vns therapy is not believed to have helped with the patient's depression. The patient's vns has not been checked in the past year as per the patient. The patient's psychiatrist has referred her for surgery to explant the device. Attempts for additional information including if interventions will be taken to preclude a serious injury have been unsuccessful to date. No device failure is suspected at this time.